Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented with endocarditis and vegetation was found on another manufacturer's abandoned lead. A revision procedure was performed and this cardiac resynchronization therapy defibrillator (crt-d), right atrial (ra) lead, right ventricular (rv) lead, and left ventricular (lv) lead were explanted. The devices are not expected for return. No additional adverse patient effects were reported.